Event description:
It was reported that the surgeon has implanted a non locking screw into the plate when they decided to remove the screw and implant a different screw. During the process of explanting the screw the screw head fractured. The remaining piece that was in the patient's bone was retained. The surgeon does not plan to revise the patient to remove the foreign body that the patient has retained.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon has implanted a non locking screw into the plate when they decided to remove the screw and implant a different screw. During the process of explanting the screw the screw head fractured. There was no report of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.